Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit would not go into standby mode during device setup. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer informed the remote service engineer (rse) that the average air reading in pneumatics was reading -2.8 standard liters per minute (slpm) out of specification. The rse advised the customer to run the flow sensor zero calibration feature to bring the average air reading within specification and retest. The rse then advised the customer to replace the flow sensor assembly if the reported issue persisted.

Manufacturer narrative:
The customer performed a flow sensor calibration to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.